Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the sheath had detached from the subassembly and was moving freely within the device due to a snap lock joint failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during the insertion procedure, the single use aspiration needle remained stuck out of the tube. When removing the needle from the working channel, the working channel of the fu-ji bronchoscope was damaged. The issue was found at the beginning of a therapeutic, endoscopic ultrasonography examination. There were no reports of patient harm.